Event description:
It was reported a patient presented with symptoms of nausea, vomiting, and hematemesis. The filter that was implanted three years ago was found via CT to have penetrated the duodenum. The filter was removed surgically via an open procedure. It is unknown if there was surgery or any other medical interventions performed on the patient after the filter was implanted.

Manufacturer narrative:
The device history record could not be reviewed as the lot number is unknown. The filter was not returned for evaluation. Based on the information submitted, the results of the investigation are inconclusive and the root cause is unknown. The current IFU (instructions for use) states that "complications may occur anytime during or after the procedure" and can include the following. Perforation or other acute or chronic damage to the ivc wall.